Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The inner insulation of the lead became breached due to a rupture while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered to low pacing impedance on the right ventricular lead. An alert was also triggered for oversensing of noise on non-sustained episodes and short v-v intervals on the right ventricular lead. The lead was attempted to be replaced, but there was subclavian stenosis with no space to pass a guidewire or lead. The lead was able to be removed. No further patient complications have been reported as a result of this event.